Event description:
A shockwave e8 peripheral intravascular lithotripsy (ivl) catheter was used to treat a lesion in the common femoral artery via contralateral femoral access. There was no resistance while advancing the catheter over the guidewire or through the sheath. However, it was reported that severe iliac tortuosity and the presence of prior iliac stents limited the ability to advance the catheter. The device was advanced across the aortic bifurcation but could not reach the target lesion in the common femoral artery. During catheter removal, the e8 shaft fractured and the balloon detached. All components were successfully retrieved, and no fragments were retained in the patient. No patient harm was reported.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. It was reported that severe iliac tortuosity and the presence of prior iliac stents limited the ability to advance the catheter. The cause of the balloon detachment could not be definitively determined based on the information available. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.